Event description:
The user facility reported that a portion of the wire was sheared during an interventional procedure. The following information was provided by the user facility: the guidewire was inadvertently advanced into the subintimal space, which caused the tip of the guidewire to become deformed; subsequently, when the wire was withdrawn through the introducer needle, the wire tip "sheared"; surgery was performed to remove the detached material; and the procedure was completed successfully and the patient condition was listed as "stable".

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the guide wire, but there is no code available. Results is based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. Conclusions is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: the coil wire had been stretched causing it to unravel along the distal portion of the device; the core wire had been fractured in two places, creating three separate pieces; and the proximal portion of the device remained intact. Examination and testing of reserve samples confirmed no evidence of abnormalities or defects and performance specifications for resistance to fracture were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with damage to the guide wire due to attempts to withdraw the device through the metal entry needle (especially after the distal tip was reportedly deformed during use). The potential for such an event is addressed in the instructions-for-use. The IFU states: "when using a metal needle cannula, do not withdraw the guide wire back into the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. (B)(4).